Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called and reported that they got hospitalized due to low blood, with blood glucose of under 60 mg/dl at the time of the incident. The customer was at 146 mg/dl at the time of the call. The customer had blood glucose levels dropping under 60 mg/dl after midnight for about a week and a half. The customer used juice to treat. The customer had been hospitalized for a month currently. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer would consult their health care professional. The customer had lowered their basal in half without their health care professional's consent but was still going low. The insulin pump will not be returned for analysis.